Event description:
It was mentioned that a piece of the anchor had broken off inside the patient (a high profile athlete). This information is somewhat limited but unfortunately the doctor was not keen to divulge any additional information, possibly due to the sensitivity of the case. The device was described as a bioraptor knotless.

Manufacturer narrative:
Smith & nephew representative indicated that there is no other information forthcoming regarding this incident. (B)(4).